Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube experienced red cell hang up, poor barrier separation of sample and missing additive. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: once the tube is centrifugated, it's observed an invasion of red cells in the gel (it's possibly fibrin), in its surface (it's possibly a red cells hang up), and in its serum (it's possibly a poor barrier separation), which generates instability of sample and could even lead to affect the results accuracy.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the tube experienced red cell hang up, poor barrier separation of sample and missing additive. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: once the tube is centrifugated, it's observed an invasion of red cells in the gel (it's possibly fibrin), in its surface (it's possibly a red cells hang up), and in its serum (it's possibly a poor barrier separation), which generates instability of sample and could even lead to affect the results accuracy.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Additionally, 50 retained samples were visually inspected and no issues were identified. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin, red cell hang up, poor barrier separation, and slow fill(vacuum issue). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.